Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the lead exhibited loss of capture due to exit block. The lead helix would not rotate. The lead was not implanted.